Manufacturer narrative:
Visual inspection of the returned device confirmed that ¿t1¿ was off the needle and ¿t2¿ was at the pre-deployment position. Functional testing was performed by attempting to deploy ¿t2¿ into a rubber meniscus and the failure mode was confirmed. The root cause could not be determined after completion of the device evaluation. (B)(4).

Event description:
During a procedure using ultra fast-fix ab assembly, the second implant would not come out of the delivery needle. The response for additional information sent on (B)(6) 2013 reveals that the ¿t1¿ implant was removed.